Event description:
It was reported by the patient's friend that the patient had been having a lot of seizures and hadn't been able to make support group meetings. He had passed away due to suffocation in bed at home. System diagnostics from approximately a year prior to death were within normal limits. No further relevant information has been received to date.

Manufacturer narrative:
The information included in the statement was inadvertently omitted from the initial MDR.

Event description:
The physician indicated that the believed cause of the patient's death was sudep and not related to the vns. The physician reported that the patient's increased seizures were not related to the vns. No further relevant information has been received to date. The suspect device has not been received to date.